Manufacturer narrative:
Findings: unit received with cracked and bleeding glass on lcd board. Unit received with minor scratches on lcd window. Unit received with cracked case at display window corners. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. Customer reported that there is crack in case and pump is not dropped or bumped. The customer was advised that we are sending replacement pump. The customer was asked verbally and in written form to return broken pump for analysis.